Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0203047982, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-may-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4).

Event description:
Fill volume: 241 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown, start date: (B)(6) 2019, stop date: (B)(6) 2019. It was reported the pump was empty prior to the patient's bedtime on (B)(6) 2019 after hook-up instead of the expected completion date of (B)(6) 2019. The patient reported significant fatigue. There was no reported injury.